Manufacturer narrative:
This report is for unknown screw /unknown lot number. Patient had a compression screw implanted about 3 months ago. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a fall approximately three months ago and suffered a scaphoid fracture. The surgeon implanted a compression screw. On (B)(6) 2017 the surgeon removed the screw because the patient was experiencing irriation/ pain. The fracture was completely healed. The surgery was completed successfully with no delay or additional medical intervention required. This complaint is for one device this report is 1 of 1 for (B)(4).